Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a node ablation procedure unrelated to the lead. The lead was explanted and replaced. There were no patient complications during the explant.